Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coil sheath was buckled and detached from the subject device. The distal end of the sheath was deformed. The tip of the needle was deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coil sheath was detached because the needle tip caught on the coil and the coil was subject to an excessive load. The above device handling has warned in the instruction manual as follows. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided trans-bronchial needle aspiration, the subject device was used. In the procedure, the user confirmed that a foreign body was detected in the patient. The foreign body was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the foreign body detected in the patient.